Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when add'l reportable info becomes available. This report mailed in to FDA on: 02/13/2008.

Event description:
The surgeon called the technical support specialist (tss) to inquire why the age function is not in active state. The tss explained that the setting needs to be selected in the setup screen. The surgeon then stated a pt had a -2.50 post-operative error. The surgeon planned on a plano refraction. The surgeon stated she could not save pt info because the system "locks up in standby mode". The surgeon turned the instrument off and lost the scans. The surgeon noted she would call back to continue troubleshooting, but there was no call back from the surgeon. Multiple attempts have been made to contact the surgeon regarding the event with no response.